Event description:
Event description this implantable pulse generator (ipg) was returned to cpi for analysis. There are no allegations on the ipg. Initial testing by the ra lab found that the ipg had no telemetry and no output. The ipg was implanted for approximately 15 months and was explanted for an additional 15 months before being returned for analysis.